Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product had received a blow to the pocket site, resulting in a hematoma. The patient was hospitalized, and an infection and erosion were noted. An explant procedure was performed. No adverse patient effects were reported due to the procedure.